Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 48 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 48 mg/dl and 48 mg/d. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Caregiver states customer has not changed anything in the daily activities such as diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 48 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 48 mg/dl and 48 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 53mg/dl (B)(6) 2016 08:13 am fasting: yes; 186mg/dl (B)(6) 2016 07:05 pm fasting: no; 59mg/dl (B)(6) 2016 08:08 am fasting: yes; 63mg/dl (B)(6) 2016 08:16 am fasting: yes; 187mg/dl (B)(6) 2016 03:54 pm fasting: no. Memory concerns: 53mg/dl, 59mg/dl, 63mg/dl. Caregiver states customer has not changed anything in the daily activities such as diet, exercise, or medications.